Event description:
After retrieving an autoclaved defibrillator internal paddles handle from the steam autoclave, the technician noted cracking and splintering of the apex handle with the therapy discharge switch. The handle cracking occurred around the parameter of the discharge switch and one of the cracks traveled axially down to the proximal end of the handle to the insulated therapy cable strain relief. The technician also note an unreported second similar failure of another internal paddles handle with similar cracking around the discharge switch and down the handle. Both handles were retrieved and sent to biomedical (bme) for disposition and manufacturer handling. Manufacturer reported that these handles only have a life cycle of 100 sterilization cycles but bme would like addition manufacturer follow up due to nature of failure and location of cracks. Based on our inventory and number of cardiac cases we are estimating that the handles have been processed between 50-60 times. We also contend that the damage to these handles have occurred because of stress points or other manufacturing process. We are requesting an evaluation from the manufacturer.